Manufacturer narrative:
The device evaluated was a retention sample. The floseal hemostatic matrix was reconstituted and no particulate matter (pm) was observed inside the syringes during the mixing of the thrombin solution and gelatin powder. The reconstituted gelatin was extruded into a bowl for further visual inspection by the naked eye and pm was not observed. Then gelatin was further examined under a microscope and red pm was observed. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a retention sample evaluation, it was reported that particulate matter (pm) was found in the reconstituted gelatin of a floseal hemostatic matrix. The pm matter was further described as red foreign material. There was no patient involvement. No additional information is available.